Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter on vacutainer sterile wrapping. The following information was provided by the initial reporter. The customer stated: "the vacutainer was seen with considerable dirt during the sterile wrapping. The packaging was not broken."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. A light brown foreign material can be seen on the blister packaging. The nature and origin of the foreign matter could not be determined from the photos. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.